Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 53 mg/dl and current is 323 mg/dl. The customer treated their low blood glucose with food. Based on customer report customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.